Manufacturer narrative:
Concomitant product(s): d224drg ICD, implanted: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead had a high impedance alert. It was noted that the impedance rise over time was very gradual. Additionally, the rv threshold rose during the same time interval that the impedance gradually rose. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.